Event description:
It was reported that error 72 occurred and the procedure was cancelled/rescheduled. An angiojet ultra 5000a was selected for use in a thrombectomy procedure. However, during the procedure, the device alerted an error 72 message. Unable to clear the procedure, the case was aborted. No patient complications were reported.

Event description:
It was reported that error 72 occurred and the procedure was cancelled/rescheduled. An angiojet ultra 5000a was selected for use in a thrombectomy procedure. However, during the procedure, the device alerted an error 72 message. Unable to clear the procedure, the case was aborted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: angiojet drawer u3704 and main controller board was received. Console and drawer were decontaminated. A visual inspection was done on drawer and passed inspection. Console failed visual inspection for missing kapton tape. Functional test performed on the returned main board, and it passed the functional test. Then, a functional test was done on the drawer, and the drawer passed the functional test. Console failed functional test for showing the error 72; actuator sensor pca board connector socket to the main board was loose. Console pass functional test without showing error 72 after connection was secured. No other issues were identified during the product analysis.